Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: for reporting purposes, the date of procedure will be estimated as (B)(6) 2023 as this is the first day of the month prior to the article received date of 10/01/2023. D4: the UDI is not known as the part and lot number were not provided. Literature attachment: article title: ¿technical aspects of entrapped coronary guidewire retrieval using rotational atherectomy device: a case series".

Event description:
The procedure was performed to treat recurrent saphenous vein graft (svg) to left anterior descending (lad) restenosis. The graft was ballooned and a 6f guide extension catheter was advanced to the svg-lad anastomotic site for support of retrograde equipment. The proximal lad was accessed retrograde using reverse wiring technique with a pilot 200 guide wire. As the pilot 200 wire was knuckled in the subintimal space in a retrograde fashion to perform a reverse controlled antegrade and retrograde tracking (cart), it was spun and inadvertently tied in a knot, leading to entrapment of the wire in the mid lad subintimal space. A microcatheter was advanced and traction applied however the guide wire was unable to be freed. Another jacketed wire was advanced and prolapsed retrograde in an attempt to perform reverse cart. Attempted antegrade wire escalation was performed with multiple different wires and eventually a jacketed wire was prolapsed that ended up in the extra plaque space antegrade. A microcatheter was unable to track over the antegrade wire that was in the extra plaque space; therefore, it was decided to perform antegrade rotablation in the subintimal space. While advancing the rota wire, the true lumen of the lad was inadvertently wired with the rota wire. Rotational atherectomy (ra) was performed preparing the calcified vessel for ballooning and eventually cutting the entrapped retrograde guidewire while holding tension on the said wire. Several minutes of ra were required to sever the stuck wire in the mid-distal lad right at the insertion of the svg. Eventually the entrapped wire was excluded from circulation by deploying a drug eluting stent. The patient became unstable during the prolonged ra session and required intubation and mechanical support. The procedure was completed successfully with good angiographic results. The patient was successfully extubated the next day and discharged from the hospital 2 days after the procedure. No additional information was provided. Details are listed in the article titled, ¿technical aspects of entrapped coronary guidewire retrieval using rotational atherectomy device: a case series". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported material twisted / bent, entrapment, unexpected medical intervention, device embedded in tissue or plaque, or hospitalization. There is no indication of a product quality issue with respect to manufacture, design, or labeling.